Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer experienced recurring malfunctions when reinserting the cartridge, prompting tandem technical support (cts) to replace the pump. The pump was confirmed to be under warranty, and cts advised the caller on the steps to take with the replacement and return process. The customer will use multiple daily injections (mdi) as backup therapy to ensure insulin delivery until the replacement is received.